Manufacturer narrative:
(H3) the cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to a soft tissue imbalance, implant positioning, and/or implant size selection. Instability and total joint dislocation are known harms, as outlined in the IFU and risk file. The prosthesis wear noted on the explanted device appears to be secondary to abnormal articulation within the joint following the dislocation event. (D10) concomitant device(s): 320-01-38 equinoxe reverse 38mm glenosphere, (B)(6); 320-15-05 - eq rev locking screw, (B)(6); 300-01-11 - equinoxe, humeral stem primary, press fit 11mm, (B)(6); 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6); 320-15-04 - rs glenoid plate post aug, 8 deg, right, (B)(6); 320-20-00 - eq reverse torque defining screw kit, (B)(6); 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6); 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6); 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6); 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6).

Event description:
It was reported that approximately 1 year port op this patient was experiencing issues with their shoulder. The surgeon had several plans prior to surgery however due to the poor bone quality, he elected to leave the stem insitu and drill a burr hole (2mm) through the lateral fin of the stem in order to run a suture through and onto the greater tuberosity. He also removed the glenosphere and tried a +4mm glenosphere. This created too much pressure on the gt, so he went back to the original glenosphere. He then removed the liner and identified excessive wear on the medial aspect which had been articulating whilst displaced. He tried a 38mm constrained humeral liner +2.5mm and was happy with the stability. He implanted this liner and reduced the construct and was happy with the result.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-1418-2024; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to a soft tissue imbalance, implant positioning, and/or implant size selection. Instability and total joint dislocation are known harms, as outlined in the IFU and risk file. The prosthesis wear noted on the explanted device appears to be secondary to abnormal articulation within the joint following the dislocation event. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.